Manufacturer narrative:
Date sent to the FDA: 6/9/2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 11/7/2021. Additional b5 narrative: it was reported that the patient experienced recurrent ventral incisional hernia following surgery.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2016 during which the surgeon noted omental adhesions to the anterior abdominal wall and the prior mesh which had apparently pulled away from the left side of the fascia. It was reported that the patient experienced severe pain, inflammation and bowel adhesions. No additional information was provided.